Manufacturer narrative:
System analysis/service repair: completed on (B)(6) 2015. The reported ¿fiber connection issues¿ were confirmed and determined to be the result of a piece of plastic obstructing the fiber port. The plastic was removed.

Event description:
It was reported that during a bph surgical procedure, the customer reported: "fiber connection issue". The procedure was completed by an alternate procedure "mono-polar resection". Patient outcome: "no injury" reported.